Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer has removed the pump case from the pump, the cartridge has been accidentally pulled out multiple times. There was no reported adverse impact to the customer. Reportedly, the customer slid the cartridge back into place to resolve the issue.